Manufacturer narrative:
Age at time of event: 18 years or older. The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the reported event. If any further information becomes available, a follow-up medwatch report will be filed.

Event description:
Thruway was placed, jetstream was advanced and aspiration started, resistance was felt and it was noticed the jetstream was stuck on the thruway. They were removed and the patient was rewired with another thruway, the first jetstream was advanced over the new thruway but could not advance completely. A new jetstream device was then loaded on the thruway. There were no issues with the second thruway guidewire. The procedure was completed with no further complication. On discussion with the dr he explained there may have been a small kink in the guidewire which I explained is likely to have led to the problems he encountered with the interaction between the guidewire and the jetstream catheter. I have highlighted in future cases that any kink on the wire no matter how small should lead to a new guidewire being exchanged in as this is a big risk for interacting and with and damaging the jetstream catheter.